Event description:
Had breast explant because I felt inflamed. Didn't realize surgeon didn't take capsule out. Also drained the saline out of breasts before removing. I had them out four years ago. Steady decline in health. Have had every test done doctor can think of. I did go back to plastic surgeon asked if he could remove capsule. He said no and didn't believe my health has been affected by the capsule. I am in so much pain and my skin feels like it is on fire. My head feels foggy and I have lost 25 pounds. I weigh less than 100 lbs I am (B)(6)years old. I haven't been able to work for 2 and half years. FDA safety report ID# (B)(4).